Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.

Event description:
During a kit inspection on 13 jan 2010, the sales representative identified that a sequoia closure top starter was worn and would no longer stay engaged on the closure tops. There was no patient involvement. This malfunction has been associated with an adverse event in the past.